Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the package of the device arrived in a sealed package, however the package was empty. The complaint device is not being returned, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, the device speedtrap, arrived packed but without any contents inside the box. The complaint reported was confirmed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Multiple attempts have been made to obtain lot number information; however, it has not been made available. If additional information becomes available in the future, it will be properly updated.  A manufacturing record evaluation (mre) was not conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint, as the batch is unknown. For the moment, it is not possible to say there is no evidence of manufacturing anomalies on the paperwork reviewed. As per pfmea an complaint reviews, the occurrence for this type of issue is below than the maximum occurrence allowed for this kind of effect. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). The lot number is unknown. This report was originally submitted on (B)(6) 2020. Due to a transmission issue, was resubmitted on (B)(6) 2020.

Event description:
It was reported by the affiliate via email that during an unknown procedure the tendonharv pigtail peeler *ea tore the graft and the procedure had to be cancelled. Also the restore fullflute ream 8mm *ea were not able to cut, and another restore fullflute ream 12mm *ea was used to tried to make the tibial tunnel, however it was in the same condition, it was not able to cut either. Another issue is that the package of the speedtrap grn/white 20mm arrived in a sealed package, however the package was empty. As per the affiliate the person that received the package can confirm that the information is true. No patient consequence and no surgical delay was reported. Additional information received by the affiliate reported the second patient was not under anesthesia because the lca equipment was used with the previous patient.